Event description:
Rn (registered nurse) and orientee inserting 16fr foley, pre-insertion inflation of balloon defective x2. First time balloon did not deflate, second time balloon leaked. Products were thrown away and trash emptied before I could capture the lot #s. Other 16fr foleys stocked in sicu (surgical intensive care unit) station 2 supply pyxis have lot #s ngjv0210 exp 3/31/26 and lot# ngju4284 exp 3/31/26.